Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted if subsequent information is provided.

Event description:
It was reported that the images on the monitor of the cs300 intra-aortic balloon pump (iabp) were distorted. This is an intermittent issue. No patient was involved during this event. No adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was unable to replicate the ¿snowy¿ complaint. However, the fse did detect exterior saline contamination near the coiled cable connection and noticed the ECG input connection was also damaged; which potentially caused the ¿snowy¿ display depending upon what the end user witnessed when the display was ¿snowy¿. The fse reviewed the fault logs, which did not reveal any error codes relative to a potential distorted display issue. The fse disassembled the display assembly and reseated all connections. The fse detected an extreme amount of exterior contamination on console, safety disk, and display. The fse cleaned the iabp unit, replaced the damaged ECG input cable and replaced the damaged helium o-ring. Finally, the fse reassembled the iabp, verified functionality of the unit and cleared it for patient use.

Event description:
It was reported that the images on the monitor of the cs300 intra-aortic balloon pump (iabp) were distorted. This is an intermittent issue. The biomedical engineer later reported that iabp display was ¿snowy¿. The biomedical engineer ¿tapped¿ the display and it returned to normal operation. There was no patient involvement; thus, no adverse event was reported.